Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent malfunction alarms occurred. There was no adverse impact to customer's blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed.